Event description:
It was reported that the patient developed an infection. The system was explanted. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The previously reported event description did not mention erosion of the pocket; the correct description should be that it was noted that the pocket was red, swollen, and had eroded. .

Event description:
It was reported that the patient developed an infection, it was noted that the pocket was red, swollen, and had eroded. The patient¿s condition before, during and post procedure was stable.